Event description:
Nurse unhooked med from blue clave. When re-assessed 2 mins later, blood had backed up into tubing and onto floor from the clave. Tubing clamped and IV stopped. A new bag and new tubing was hung. All evidence points to clave being stuck in the open position.